Manufacturer narrative:
Investigation: a sample was received in the columbus plant for evaluation. The barrel label confirms the lot#7046832. It has the plunger rod-stopper. It doesn¿t have the tip cap and the saline solution. The barrel flange is damaged therefore failure mode is verified. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no damaged parts documented. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint.

Event description:
It was reported before use of the bd posiflush¿ syringe the customer found the barrel damaged when opening the unit package. Device inoperable. There was no report of injury or medical intervention.